Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections and connectors to the back plane and hard disk drive assemblies were evaluated and the reseated. The 5vdc power supply was also adjusted to the optimal voltage requirements. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.